Event description:
The complainant has reported that a patient (age and gender unk) underwent a therapeutic procedure in 2006. It was reported that during the procedure the pebax coating detached and fell into the bile duct. The physician did not retrieve the coating, but elected to let it pass by normal peristalsis. The procedure was completed with this device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.